Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and collected the relevant alarm log files for further evaluation. During the onsite service the field service engineer tested the intellivue mx750 patient monitor and confirmed that the device is working as expected. The responsible product support engineer reviewed available alarm log files from the intellivue information center (piic ix) and stated the following: the description is "failure to alarm anastolie" and this is also confirmed by the log. There was no asystole alarm logged at 02:45, so there was no alarm to acknowledge. The last time an acknowledgment was made was at 02:13 on the monitor. Based on the available information and testing performed, the device was working as expected during testing. The alarm logs were reviewed by the product support engineer and found out that the no asysole alarms were logged in the time of question. The relevant egc strips were requested but the hospital declined to provide them. Due to the lack of available information, the reason can only be guessed at, the asystole alarm condition was obviously not met. The exact cause for the reported issue could not be established and a malfunction of the device at the time of the reported event cannot be ruled out. No subsequent calls have been logged for this device/issue.

Event description:
It was reported that a failure to alarm asystole on (B)(6) 2022 02:45. The patient expired. The device was in use monitoring a patient at the time of the event. The death of a patient was reported. No patient details were provided by the customer.